Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Concomitant product: product ID: 694765 implantable tachy lead, implanted: (B)(6) 2009. (B)(4).

Event description:
It was reported that the patient experienced a (pre-) syncope episode, most likely a collapse, and was subsequently hospitalized. There was ventricular tachycardia (vt) recorded during stress echocardiography. The device remains in use. The patient was enrolled in the optilink hf study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.